Manufacturer narrative:
The device was not returned for evaluation. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the lot number was not reported. It should be noted the emboshield nav6 embolic protection system electronic instructions for use warns: the emboshield nav6 device can only be used with the barewire filter delivery wire. Use of the device with any guide wire other than the barewire filter delivery wire will lead to loss of the filtration element during the procedure or an inability to retrieve the filtration element. Based on the information provided, the investigation determined that the reported difficulty was likely use related. Failing to use the provided barewire filter delivery wire as instructed in the product instruction for use resulted in the filter coming off the non-abbott guide wire. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Estimated date of event. (B)(4). The device location was not provided, and it is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an unspecified lesion. Once inserted it was noted that the filter of the nav6 came off the non-abbott bare wire. The filter was retrieved via snare successfully. There were no adverse patient sequela and no clinically significant delay. No additional information was provided.